Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side lumps found through ultrasound, rippling, "feeling the valve through the breasts", "implants rotated", "feeling the bag" and possible slow leaks. Patient also reported right side pain and tenderness. Device remains implanted.